Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. Visual examination of the provided photos identified the explanted patella with remnants of patient tissue on its surface. The patella appears to have cracks along the edges. No further evaluation can be performed based on the images provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a revision of the left total knee replacement due to instability and poor ingrowth of the cementless components. The procedure involved replacing the existing implant with a zimmer biomet rotating hinge knee (zb rhk) system and utilizing autografts for both the tibial and femoral components. Intraoperative findings included a markedly internally rotated tibial tray and patellar maltracking, which contributed to lateral wear and cracking of the patellar component. These issues were addressed during the revision surgery, resulting in stable range of motion and improved patellar tracking postoperatively. Additionally, a separate procedure involving washout and polyethylene exchange was performed to address a suspected infection following the patient's travel to bali and a urinary tract infection; during this procedure, the worn and cracked patellar component was also revised. For the wear and crack issues: a definitive root cause cannot be determined. For the infection issue: the root cause of the infection was determined to be unrelated to the implanted zimmer biomet devices. This complaint cannot be confirmed for the infection issue while it can be confirmed for the wear and crack issue on the patella based on the medical records and photos provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee revision approximately 3 years 8 months post implantation due to infection. During the revision, wear and cracking of the patella was noted. The articular surface and patella were exchanged with unknown product.